Event description:
Mr (B)(6) underwent cardiac surgery (porcine aortic valve replacement [avr], porcine mitral valve replacement [MFR] w/ tricuspid annuloplasty) on (B)(6), 2013 at (B)(6). His immediate post-operative course was complicated by unrelenting, major dependent edema. Initial post-op echocardiogram (B)(6) demonstrated too high a velocity (3.91 meters/second) across his aortic prosthetic valve w/lower left ventricular ejection fraction (lvef) of 37%; however, at that time, I did not make a diagnosis of prosthetic valve dysfunction. His edema persisted and even increased w/bilateral pleural effusion confirmed by chest CT on (B)(6), 2013, the date when he was re-admitted to the hospital w/congestive heart failure (chf) and dressler's syndrome. Repeat ((B)(6)) echocardio showed new, large pericardial fluid around his right atrium, and better lvef of 46%. His edema was worsened on (B)(6). On (B)(6), 2013 his hemoglobulin was 8.8g w/hematocrit =28%, inr =28%, inr =2.4 on oral warfarin, and improved creatinine 1.59 mg%, bun =68, and potassium of 3.8 meq/l. On (B)(6), mr (B)(6) was admitted to (B)(6) w/bilateral leg wounds, which required IV rx w/antibiotics; wound cultures were positive for staph aureus and morganella morganii. He was discharged to home on (B)(6) while receiving an IV cefepime, as well as oral rifampin/doxycycline. The (B)(6) echocardio revealed an "abnormal" aortic (porcine) valve prosthesis demonstrating mild aortic insufficiency w/elevated aortic velocity =3.06 meters/second. The aortic valve prosthesis had too harsh, loud murmur. On (B)(6) his hemoglobin was 9.4g w/better serum creatinine =1.29mg%: low potassium of 3.2 meq/l. On (B)(6), the patient developed bilateral, infected leg ulcers w/stenotrophomonas; this was rx w/oral bactrim bid at home. Repeal leg cultures on (B)(6) 2013 were positive: acinetobacter, stenotrophomonas, and enterococcus faecalis; these were treated successfully. His significant (+3) edema persisted. Repeat cultures of his skin ulcers were positive ((B)(6)) demonstrating heavy growth of staph aureus and enterococcus faecalis, which were treated w/oral antibiotics, including ampicillin, rifampin/doxycycline. I made a home visit (B)(6); his skin infections resolved, but his venous insufficiency edema was too much w/ "edema to his thighs." During his last office visit on (B)(6), I made a diagnosis of "aortic v prosthesis dysfunct [ion)." Mr (B)(6) died the next day, (B)(6), 2013.